Event description:
The customer reported that while the iabp was in use on a patient, the iabp became extremely loud and numbers were missing on the display. The iabp was shut off and then turned back on. It worked fine until a day later when it became loud again and the display shut off. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the video generator board (part number 0670-00-0781) and the internal cable connecting the back-plane pcb to the monitor's coiled cable (part number 0012-00-1796). In unrelated repairs, he also replaced the fill manifold assembly (part number 0997-00-0565). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).